Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, the cable connecting ECG a and ECG b was pulled from strain relief, pulling the heat shrink off the front pulse wire and causing a short in the distribution node pca. The root cause for the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was causing excessive "adjust belt" messages.